Manufacturer narrative:
(B)(4). One (1) mmsi final tightener was returned to the complaint handling unit (chu) for evaluation. Visual examination revealed that the distal tip on the mmsi final tightener (product code: 2797-12-600, lot no: gm4453902) was stripped in the direction of tightening. This damage is consistent with a tightener that is inadequately engaged during use and, resulted due to unanticipated torsional forces during tightening. DHR review identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. A definitive root cause cannot be determined for the mmsi final tightener distal tip stripping. However, the observed damage is localized to the distal tip of the tightener suggesting that it was inadequately engaged during use. An unanticipated torsional force during tightening in this position could have contributed to the reported problem of thread stripping. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Doctor (B)(6) was performing final tightening and noticed that the torque drive was not tightening as it should. The expedium system contacts a second torque drive and as such, doctor (B)(6) completed the surgery with the other torque drive found in the set. No delay was obtained. The screwdriver shaft (torque drive was stripped at the distal tip but no metal shavings fell into the patient). Since the patient was not affected by this event, no patient information was taken. I have nothing further to add regarding this incidence.